Event description:
The customer reported that they got a system failure, cycle power error (ec 20004) and an ECG fault message when they booted up the defibrillator.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.